Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, visual inspection, and a service history review were performed. The lost configuration issue was identified during the alarm log review and visual inspection as an f-38 (malfunction in tube misloading detection circuitry) alarm. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump lost configuration. This occurred before use. There was no patient involvement. No additional information is available.